Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Visual inspection was conducted and it was noted the damage to lcd window is a scratch and not a crack as reported by the customer. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer reported that the insulin pump has a crack on top left side of the screen. Customer is unsure of how the damage occurred. Blood glucose value is unknown. Nothing further reported.